Event description:
It was reported that mitral valve regurgitation occurred. A pulse field ablation procedure was performed using a farawave catheter and a non boston scientific cardiac mapping system. Four (4) days post index procedure mitral valve regurgitation was identified. No further information on the status of the patient is available.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.